Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. It was reported that the pump had an intermittent loss of power during use. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/18/2013 with the following findings: during investigation, the pump history was reviewed and showed no power issues. There was no damage found to the battery compartment. The battery cap was not returned with the pump. A test cap was used for all investigation steps. The pump powered on normally with no alarms. During testing, the pump was exercised for 24 hours with no alarms or power issues occurring. The pump was opened and no damage was found to the power circuit. The complaint of loss of power was not duplicated during investigation and there was no defect found.